Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump error. Customer's blood glucose was unknown. Customer reported that alarm occurs after changing new battery. The problem occurred within new pump 30 days. The customer's blood glucose is normal, didn¿t require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected external ram crc error alarm noted during testing. Device was received with unexpected restart error alarm after battery changed due to voltage leak on c13 on ib. Device was received with high idle current, problem isolated to rf board. No cosmetic damage noted.